Manufacturer narrative:
One 2420-0007 sample was received for investigation without packaging, with residual fluid within the line. Additionally a 100ml vial labelled "propofol" was received connected to the spike to assist the investigation. Pressure testing confirmed the customer's experience as leakage was observed from the tubing to tubing connector below the flow stop component; a closer inspection identified a small crack at the affected component. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined, the damage sustained to the component suggests that it was subjected to an external force; a review of the manufacturing process did not identify a potential source for this type of damage. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although a definitive root cause could not be determined, the quality team at the manufacturing site has been informed of this report in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0007 product in the past 12 months.

Event description:
The reported feedback suggests that there is a leakage.from the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.